Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working. All components were removed and replaced. During the procedure, it was noticed that the cylinder had broken distally, and tissue had grown into the fabric. No patient complications were reported.

Manufacturer narrative:
Information corrected: date of birth (a2).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working. All components were removed and replaced. During the procedure, it was noticed that the cylinder had broken distally, and tissue had grown into the fabric. No patient complications were reported.